Manufacturer narrative:
The device was not returned to bausch+lomb; therefore, product evaluation could not be performed. The device lot number is unknown; therefore, a review of device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens implanted in the left eye of a patient was removed intraoperatively due to haptic being sheared during delivery. There was no damage to capsular bag and no loss of vitreous. A backup lens was implanted with no issues; however, sutures were required to prevent wound leak.